Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end-to-end anastomosis, the tissue was clamped and when trying to fire, the firing knob could not be pushed forward. Releasing from the tissue and re-clamping again were performed but the same issue occurred. After that, a new product was used and the operation was completed without any problem with the patient's condition. When checking the product collected, there was no appearance of pre-firing, and the safety also did not work.